Manufacturer narrative:
(B)(4).

Event description:
The consumer reported a blank screen on the patient programmer (pp). The patient changed out the pp batteries but the screen did not come on. The programmer did not power up. The patient also noted that she did not feel any stimulation. Patient services were unable to confirm if stim was on due to the programmer not working. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up was conducted for cause, troubleshooting done and steps taken to resolve the issue. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the consumer reported the cause of the programmer not coming on remained unknown. Troubleshooting including calling patient services for help, changing the batteries, checked batteries a couple times but the issue persisted. A new programmer was sent which worked.